Event description:
Dealer alleges the unit is shutting down after a minute with red light and alarm. Unit has one red and 2 green light code. High pressure no switching. No further information provided.